Event description:
During an im nail right femur procedure: surgeon had the nail attached to the insertion handle. As the surgeon was adjusting the position of the nail, the alignment tab on the handle broke. When the tab on the handle snapped, the motion caused a second fracture in the femur. The nail remained implanted and was able to provide fixation for both fractures. No additional fixation hardware needed to be added. With the insertion handle broken, the surgeon had to free hand the screws to complete the procedure. The event added an additional hour to the surgery time. There was no information on patient's recovery.

Manufacturer narrative:
Device received for investigation. The manufacturing documents were reviewed and no complaint related issues were found. The alignment tang is broken off as noted. The tang is sheared off approximately 0.5mm from its base. The shear line is angled and the remaining portion of the tang at the shear surface is bent outward and burred. The portion that sheared off was not returned for evaluation. There are raised edges on each of the guide grooves on the device. The radius still exist on the returned part, as the shear is approximately 0.5mm from the base and above the radius. The shear line on the returned device's tang is angled and the remaining portion of the tang at the shear surface is bent outward and burred which suggests an off angle force caused it to shear. The shear line on the returned device's tang is angled and the remaining portion of the tang at the shear surface is bent outward and burred which suggests an off angle force caused it to shear. The design was reviewed, is adequate for its intended use and did not contribute to the complaint condition. Date of manufacture was determined during DHR review.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.